Event description:
It was reported that the atrial lead exhibited pacing impedance increase and noise. The pt will continue to be monitored. The lead remained implanted.

Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.